Event description:
It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. The lesion being treated was located in the mid to proximal left circumflex (lcx). The lesion was moderately calcified and moderately tortuous. The physician predilated the lesion with a 2x20mm maverick balloon and then tried to place the 2.50x16mm liberte bare metal stent, but was unable to cross the lesion. The physician dilated the lesion with a 2.50x20mm maverick balloon, and again tried to place the 2.50x16mm liberte stent when there was a spiral dissection at the mid to distal pass in the lcx. The physician "soft dilate" the lesion with the same balloon, and there was some improvement. The procedure was stopped due to this event. The pt's current condition is good, with oral medication prescribed to treat.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.